Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an attempt to treat a lesion using amphirion deep, it was reported that the balloon burst, leak or catheter leak during balloon inflation. There was no injury to patient.

Manufacturer narrative:
Evaluation summary: the balloon was returned inflated. 0.014" guide wire was inserted from the tip and no friction felt on the balloon area. Negative pressure was applied on the inflation line and leakage was detected. Balloon was pressurized using a manometric syringe (till 8 bar) and leakage detected from the hub bonding. If information is provided in the future, a supplemental report will be issued.